Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the secondary water channel appeared to be a white crystallized contamination, believed to be an infacol (simethicone) type product but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation observed that might contribute to the retention of foreign material and no additional reprocessing information was reported or available, however, the presence of this contamination highlights a likely customer handling and reprocessing issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the brake bending angle return was not to specification. The device evaluation found remnants of white crystallized contamination which is believed to be an infacol (simethicone) type product within the auxiliary channel. Additional findings include the following: the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass adhesive was worn, the distal end adhesive was worn, the insertion tube had delamination evident, the insertion tube had shakiness, the control body air / water housing colored ring was worn, the control body identity badge was missing, the angle control knobs neutral position was not to standard value, the scope connector had water leakage, the forceps passage in the biopsy channel was not standard value, the up angle was inoperative, the down angle was not to specification, the up / down angle play were inoperative, the bending angle return was not to specification, the up / down angle control assembly was loose, and the variable stiffness was inoperative. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lucera elite colonovideoscope had a broken wheel. The issue was found during maintenance. Inspection and testing of the returned device found contamination evident within the auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.